Event description:
Customer reported that the balloon ruptured after passing several times into the humeral artery during procedure of deobstruction of arteriovenous humerocephalic fistula. There was a loss of latex. No pt injury or intervention was reported as the result of this event.